Manufacturer narrative:
(B)(4). The investigation is in progress. Once the investigation is completed, a follow up MDR will be submitted. Product location is unknown.

Event description:
It was reported that while in use with a glenoid sizing template attached, the instrument broke apart and the components disassembled from the handle. It was reported that the pieces fell in the wound and were retrieved without any delay to the surgery.

Manufacturer narrative:
The complaint is confirmed based on the photograph that was provided. Device history records were not review since the lot number was not provided. A root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.